Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a endobronchial ultrasound bronchoscopy (ebus) procedure, approximately 30 minutes into the procedure, the image on the scope turned black. The intended procedure was shortened due to the image issue however, it was completed. The user was able to get the sample needed. According to the reporter, there was a burnt blood on the lens of the scope however no patient harm or injury was reported due to the event. The device according to the reporter was inspected prior to use and there were no abnormalities observed. This report is related to scope serial #(B)(4) filed under MFR#8010047-2020-01957.